Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 07 may 2025,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was presented to the user on (B)(6) 2025, day 139 after insertion. The returned sensor was tested in-house, and it revealed a loss of chemical performance which caused a decline in the signal modulation. The system correctly disabled the sensor due to performance deviation, and the system's self-test functions were working normally. The root cause of the failure was due to the sensor's hydrogel oxidation. As part of the resolution, a sensor replacement was offered to the user. B4. Date of this report 04 august 2025. D9 device available for evaluation? Yes on 14 july 2025. G3. Date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.